Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Product identification - unknown. Manufacture date ¿ unknown. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-06135 & 06136).

Event description:
It was reported that patient underwent a hip mold procedure on (B)(6) 2014. During the procedure, the slap hammer fractured leaving the thread in the handle portion. The procedure was completed with a competitor slap hammer. There was an hour delay in the procedure. Additionally, there were no foreign bodies retained by the patient.